Event description:
Pt was undergoing cardiac catherization with stenting, balloon angioplasty was successful but stent did not deploy, migrated, and was lost. Diagnosis or reason for use: cardiac catherization.